Event description:
Co received an out-of-svc removal report which indicated that during an elective replacement of an automatic implantable cardioverter defibrillator (aicd) for elective replacement indicators (eri), the physician removed from svc this lead and three others. Leads because of "nonconversion," co submitted a serious injury report on the two 0041 leads to the FDA on 12/9/94. Implant date 7/22/91. Explant date 11/23/94. Total implant time 40 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.